Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. A product deficiency was not reported or found. Technical services provided safety data sheet (sds) and advised the consumer to contact their health provider if any irritation occured. A supplemental report will be provided if any additional information is obtained.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported putting the reagent on the swab and then insert the swab in their nose. The user stated that they are now "fine and did not have any harm after inserting the swab with reagent inside the nose." The user also confirmed that although a healthcare was contacted but no medical treatment was provided. No additional patient information was provided.